Manufacturer narrative:
Visual analysis of the returned device found hair inside the sealed pouch. The sterile barrier was intact. The complaint was confirmed. Therefore, the most probable root cause is "manufacturing". There is an investigation in place to address this issue. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity with needle biopsy forceps was going to be used for a colonoscopy procedure on (B)(6) 2017. According to the complainant, during preparation, a hair was noticed inside the sterile packaging. Additionally, the device was unopened and no damage was noted on the device packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine".

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity with needle biopsy forceps was going to be used for a colonoscopy procedure on (B)(6)2017. According to the complainant, during preparation, a hair was noticed inside the sterile packaging. Additionally, the device was unopened and no damage was noted on the device packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine".